Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken. The distal end of the broken probe was not returned for investigation. The surface of the broken portion was confirmed. There was a black discoloration on the broken surface of the probe. The cracks were spreading out from the black discoloration area. There were no scratches in the black discoloration area. The manufacturing record was reviewed and found no irregularities. Based on the confirmation result and the investigation results in the past, omsc surmised that a likely mechanism causing the broken probe might be the following. Only the distal end of the probe was pushed forcefully against the tissue while the output was activating, or the output was activating while twisting the scissors with grasping the tissue. This might have caused the probe to crack. The output was activating with cracks in the probe. This made an unusual sound. A force might have been applied to the distal end of the probe while cleaning the probe. This caused the probe to break at the cracks. The above device handling has been warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) received the following report from the user. During a laparoscopic cholecystectomy, since an abnormal noise began to be heard, and when the nurse touched the distal end tip outside the body, the probe broke off. There was no patient injury reported.